Event description:
Final report: on (B)(6) 2019, a customer reported failed runs on the tigris platform (sn: (B)(4)). The customer uploaded the logs from the affected runs and hologic determined that an ad injection issue had occurred causing some invalid samples and runs. In addition, a product application specialist (pas) noted the ad injection issue may also have affected five valid (B)(6) results and advised ts to request the customer to repeat testing of the samples with low s/co (signal/cut off). Repeat testing of the five samples by the customer produced (B)(6) results. The customer informed ts that the initial hpv results from (B)(6) 2019 were likely reported out; however, the customer did not know if any patients had been medically treated. Per risk assessment, the severity associated with a (B)(6) result using the aptima hpv assay is serious. To mitigate this risk, hologic requested the customer to retest the samples in question; the customer retested the samples and made the necessary corrected reports.